Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed.

Event description:
It was reported that a left ventricular lead was attempted to be implanted. The left ventricular lead was not used due to phrenic nerve stimulation. Another chronic lead was utilized. No patient complications were reported as a result of this event.